Event description:
It was reported that this pacemaker exhibited a history of loss of capture. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a history of loss of capture. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.